Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb), progesterone, and estradiol results on their e411 analyzer. The customer provided data for six patients, two of which had reportable hcgb malfunctions. Repeat testing was performed on another e411 analyzer. The first patient's hcgb results from the analyzer in question were 19.4 miu/ml and 11.77 miu/ml and they were not reported outside the laboratory. The first patient's sample was repeated on the other analyzer and the results were 46.46 miu/ml, 46.99 miu/ml, and 45.84 miu/ml. The second patient's hcgb results from the analyzer in question were 30.1 miu/ml and 15.79 miu/ml and they were not reported outside the laboratory. The second patient's repeat result from the other analyzer was 67.59 miu/ml and it was reported outside the laboratory. The results from the other analyzer were considered correct. There were no adverse events. The hcgb reagent lot number was 17326805 and the expiration date was 10/31/2014. The field service representative went on site and found a fluidics failure. He replaced the pinch tubing. The customer performed quality control and patient recovery within the expected results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.